Event description:
Information received indicates the head up function will not work.

Manufacturer narrative:
The technician found the cover shroud was loose causing the CPR pedal to activate. The technician secured the cover to repair the bed.